Manufacturer narrative:
Related to MDR #: 3009970070-2017-00173.

Event description:
It was reported that during an ablation procedure, after stepping on the foot pedal for approximately 6 measurements, no heat was seen. There was a melted plastic smell when the clinical specialist (cs) walked into the magnetic resonance imaging (MRI) room, which was indicative of a damaged connector module (cm). The cs was able to remove the laser fiber from the damaged cm, and attached it to another one. The second cm exhibited a similar behavior (no heat was shown after burning), and when investigated it was melted to the laser fiber. Finally, the laser fiber and cm were switched out, again, and the case proceeded without issue. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the connector module was not examined as it was not returned. This is an "old" design of the connector module, where this is a known failure mode due to the probe fiber not being fully inserted into the connector module causing laser energy to melt the e2k mating adapter.